Event description:
A customer reported an issue with the discrepancy in the displayed and actual time on their device being greater than five minutes. There was no adverse impact on the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies greater than five minutes, which the customer understood and acknowledged.